Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl (4mg/ml at 0.199mg/day), bupivacaine (10mg/ml at 0.5mg/day), and dilaudid (20mg/ml at 0.999mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient started experiencing congestive heart failure (chf)-like symptoms then began displaying encephalopathic behaviors on either (B)(6) 2018 or (B)(6) 2018 and as of (B)(6) 2018 was in the hospital receiving a narcan drip. The hcp was talking with the patient the night of (B)(6) 2018 and the encephalopathic symptoms began about three days prior. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the hcp initially thought that the patient had chf, but it was determined to be encephalopathy. The encephalopathy was related to the device. The patient had low sodium. A manufacturer representative came in and turned the device off to the lowest possible setting. The patient was put on bilevel positive airway pressure (bipap). The patient was given narcan for an unintentional overdose as the patient was getting opiates from the pump. Following the narcan, the patient perked up. The patient was doing fine and was discharged from the hospital. There were no further complications reported at this time.